Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and noted metal exposure on multiple locations on the insertion tube confirming the reported event. A microscopic inspection found deterioration from the insertion tube cover resulted in cracks and lifting in some areas on the insertion tube body with missing pieces. The missing pieces of the insertion tube cover were not returned for evaluation. An advance diagnostic inspection was performed and noted that the bending section was damage. The bending cover was removed and found the device skeleton was deformed and separated. The glue on the distal end of the device was noted to have cracks with portions missing. Based on the similar reported events, the cause for the reported complaint is due to device mishandling and also the damages on the insertion tube is attributing to chemical damaged which resulted in metal exposure. The instruction manual provides several warning and caution statements in an effort to prevent severe equipment damage and patient injury. "Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to become detached inside the patient. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. If the movement of the up/down angulation lock and the angulation control lever are not smooth, the bending mechanism may be abnormal. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination."

Event description:
Olympus was informed that during an unspecified procedure, the distal of the device exhibited damage with sharp edges. The intended procedure was completed. There was no patient injury.